Event description:
It was reported that a patient experienced a stomach infection described as a form of peritonitis coincident with peritoneal dialysis therapy. The cause of the infection was unknown. The patient was not hospitalized for the event. Treatment for the event and action taken with dianeal therapies were not reported. At the time of this report, the patient was reported to be recovering from the event. Additional information was requested but is not available. This is report 2 of 3 for this event.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter minicap. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. This is the same patient as in (B)(4).